Event description:
The patient reported that the device had stopped helping with the pain and wanted it removed. The patient had been asking the physician to have it removed for the past six months. It helped with pain for the first six months; then as the year progressed, the patient's pain level all over had gotten worse. The patient was implanted for back pain, but noted having pain all over. Currently, the pain was more on the left side than on the right side and could hardly walk. These were noted to be gradual changes with therapy/symptoms from the middle of (B)(6) 2015. The patient also inquired about adjusting stimulation. Indication for use included spinal pain. Regarding notifying the managing physician about the therapy not helping, the patient noted that she had done several times about taking it out because it was not helping her. The patient had a lot of pain and where it was located quit helping. The patient has arthritis really bad. The patient was having it taken out friday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.